Event description:
A 6060 pump was running in the continuous mode at a rate of 5 ml/hr, to infuse oxacillin over 48 hours. The infusion ended early by approximately 9 hours. There was no injury to the patient involved.